Manufacturer narrative:
On 03/19/2019, mentor received additional information about the event: deflation of the right breast prosthesis was confirmed by an MRI exam. Patient code 1546 ¿material rupture¿ has been added. The explanted device was replaced with a mentor smooth round high profile 500cc saline breast prosthesis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 03/27/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/09/2019, mentor completed the investigation on the suspect medical device. The analysis results show that the device appeared intact. Leak testing was performed and no leak sites were detected. No other anomalies were observed. Capsular contracture in a patient¿s breast is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint because it was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The capsular contracture in the patient¿s right breast is baker grade iii. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 500cc saline breast prosthesis, catalog #3503500, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision procedure with a mentor smooth round high profile 500cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. Capsular contracture was confirmed by a physician. As a result, the patient will undergo explantation on (B)(6) 2019.